Event description:
It was reported that an a/c adaptor for a pump has a "bulge" on the side. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. During eval, it was found that there was no physical damage to the power cord and the power cord was functioning as designed.